Event description:
During a lateral entry recon nail case, the doctor was trying to maneuver the nail and the tooth at the very end of the piece that locks into the nail broke. The surgeon no longer had rotational control over the nail. The procedure was completed by using another aiming arm that was available. The procedure was successfully completed with no patient injury reported. There was a 20 minute delay in the completion of the procedure. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.